Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure where the ipg was placed into surgery mode. After the procedure the ipg would no longer communicate with external devices. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.